Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet would not charge despite trying multiple outlets and a functioning charger, and the device subsequently powered off, consistent with a premature battery discharge and a battery component problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.